Event description:
It was reported that this recently implanted left ventricular (lv) lead exhibited a loss of capture and dislodgement was suspected by the health care professional (hcp). Technical services (ts) recommended the lead be evaluated further. This lead remains in service. No adverse patient effects were reported. Additional information was received that this lv lead was programmed to a different vector to resolve the loss of capture. This lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this recently implanted left ventricular (lv) lead exhibited a loss of capture and dislodgement was suspected by the health care professional (hcp). Technical services (ts) recommended the lead be evaluated further. This lead remains in service. No adverse patient effects were reported.